Event description:
The report received via a voluntary medwatch (mw# (B)(4) indicated that an unknown empira nc rx ptca balloon catheter was used for a procedure: as per the operative (op) report of a coronary artery bypass graft surgery (CABG x 2): ¿the heart was lifted and the second obtuse marginal was examined; it was full of thrombus and felt hard as if there was a stent in it. Upon incision of the artery, a one inch segment of catheter with a ruptured angioplasty balloon at the end was retrieved. Gross pathology reflected a catheter/tip balloons 0.5 to 2.0 centimeters with a range in diameter from 0.2 to 0.m centimeters. The retained surgical item (rsi) was grossly examined by the abbott rep. It is unclear at this time the exact balloon device that ruptured as multiple different manufacturer¿s balloon were used with the obtuse marginal segment (oms) vessel during the cardiac catheterization (cc) in question two weeks ago. The cc film was reviewed by the physician post procedure. There was a question of identification of rsi on film. The patient is doing well with no subsequent complications. Suspected percutaneous transluminal coronary artery (ptca) with bare metal stent of the left circumflex, posterior left ventricle (plv) and ptca of the obtuse marginal system (oms) followed by ptca of the second obtuse marginal and right coronary artery (rca).